Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient calibrated during out of range. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the out of range symbol shows in the status area.